Event description:
It was reported that the insulin pump has cosmetic damage. The blood glucose reading is 78 mg/dl. The drive support cap was protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. The insulin pump received with detached end cap, missing end cap sticker, cracked at corner display window, cracked battery tube threads, scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.